Event description:
On (B)(6) 2007 - pt had a hernia repair with implant of a bard composix kugel hernia patch. Ni/ni/ni - pt has sought medical treatment for the pain and drainage. Ni/ni/ni - pt has sought two medical options regarding options for hernia patch repair and/or explantation. Both surgeons do not feel surgery is a good option because the procedure necessary would include leaving a large opening in the pt's abdomen for months, allowing time to heal and address the infection. The pt's composix kugel patch failed while in the pt's body, causing her to develop serious physical complications, which required subsequent painful and unnecessary removal surgery of her composix kugel patch. Attorney alleged infection, impaired wound healing, pain, injury, additional surgery, additional medical treatment, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.